Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm. The customer reported blood glucose value of 400 mg/dl. The customer reported hyperglycemia, hyperglycemia, nausea treated with manual injection/insulin pen, insulin pump (subcutaneous insulin infusion), no treatment. Customer reported the following led up to the event: inf sets are quicksets mmt-398a, lot 6006558, exp 3/1/2027. Reservoirs are mmt-332a, lot hg7gn9v, exp 10/24/2026. Sensors mmt-7040a, lot hg85swn, exp 9/3/2025. Batch for sensors was not accepted by the system. Has changed inf set and reservoirs in the last 4 days. Customer was currently connected to the pump. Asked customer to disconnect from the pump. Pump was uncovered, no physical damage, no cracks, no chipped pieces. Units left 60.4u. Current sensor inserted friday (B)(6) 2024. Did receive one ¿insulin flow blocked¿ alarm in the last few days. Document treatment for high blood glucose: both pump and manual injections. The displacement test, test was successful. No reservoir detected. Also did a self test, test was successful. Other than insulin, indicate medications taken to treat diabetes: none. Document type of diabetes: type 1. The event involved product(s) mmt-1884l, mmt-398a, mmt-332a, mmt-7040a. Troubleshooting was performed. The insulin pump was used within 48 hours and the auto mode/smart guard feature was not active at the time of the event. No further patient complications were reported. No product return is required for mmt-1884l. The customer will continue using the device. No product return is required for mmt-398a. No product return is required for mmt-332a. No product return is required for mmt-7040a.